Manufacturer narrative:
Initial visual examination of the returned device revealed stent damage. Some of the struts were bulging outwardly. The damage was found on the tenth row from the distal end. The damage found on the stent was measured at approximately 1.34mm. The area where there was no damage found was measured at approximately 1.21mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did was not subjected to any positive pressure. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions. No additional product analysis or external evaluations were performed. A review of the device history record for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is considered operational context due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure performance of the device was limited.

Event description:
It was reported that during a drug eluting stenting treatment procedure stent damage occurred. The 98% stenosed lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). After predilating the lesion with a 1.5x15, 2.0x20mm, 3.0x20mm unknown balloons the physician proceeded to advance the stent towards the mid portion of the lcx. The stent exerted significant resistance and despite several attempts it was not possible to advance it. The physician withdrew the stent outside the patient and noticed that some of the struts of the stent were open and the stent had lost its shape and profile. The procedure was completed with another of the same device. The patient status is stable with no complications reported.